Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 450 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2016, it was reported that since implant, they had to increase the patient's dose multiple times to improve her therapy. Today the patient came in for her first refill visit since implant and the erv (expected residual volume) was 4.7 and the arv (actual residual volume was 25 ml. The volume discrepancy was not due to a programming error.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). A dye study was performed, during which it was discovered that the catheter was disconnected. The hcp reported that the volume discrepancy and lack of effect had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.